Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for the call was that they had a pacemaker put in and yesterday and today their ins battery was at 100% when it should have been down to 40% or 50%. Pt's concern was that the ins battery was not depleting. Pt kept trying to recharge the ins throughout the call. Agent reviewed with the pt to turn the recharger off and stop charging the ins several times. Pt insisted that their therapy was on. Agent guided the pt through closing all apps on the handset and connecting to the ins via the mystimrc app and communicator. Pt said that their therapy was on and that group c was active. Pt said that they had groups a, b and c programmed pretty similarly. Pt said that they were not feeling stimulation like they normally would. Pt said that they would increase the stimulation and monitor. Pt mentioned during the call that they had also seen code 1021 before. Agent redirected pt to hcp to further address the issue.